Event description:
It was reported that the pt had an increase in her medication and the next day, she could not speak, but was able to write. She felt very sleepy, was admitted to the ER four days after the medication was increased. The pt was in and out of consciousness and her pupils were not responsive to light. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.